Manufacturer narrative:
Completed with info provided by the user facility. After analysis of the device components and other possible root causes, it was determined that the insufflation tubing reported may become occluded due to housing material. The plasticizer may migrate from the tubing into the filter housing causing an occlusion. Heat has also been determined to precipitate the occlusion. Through extensive testing and research, a decision was made to change the filter housing material to (B)(4). (B)(4) is a stronger, higher impact and more chemically resistant material. It is also less affected by higher temperatures. We are confident this action has eliminated the tubing issue. The user facility stated there was no adverse event due to the device malfunction as reported. The occlusion was found at the beginning of the procedure and caused another sterile tubing to be sourced and opened which delayed the start of the case and prolonged the pt's procedure time.

Event description:
Gas would not pass through the filter. The connection of the filter to the tubing was bent and compressed. This occurred upon initial use during a robotic hysterectomy.